Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body approximately 25 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 24.5 mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fracture resulted in the observed noise, oversensing, and inappropriate shock.

Event description:
It was reported that an inappropriate smartpass and atrial fibrillation (af) episodes were stored. It was noted that this electrode was programmed to the alternate vector at the time the episodes were stored. Approximately two weeks later the patient received an inappropriate shock due to oversensing. An inappropriate untreated episode was also stored due to oversensing. At the time of these episodes, the electrode was programmed to the secondary vector. X-rays were obtained which showed the electrode had a sharp bend coming out of the device header which may be contributing to the observed oversensing. The electrode was programmed to primary which mitigated the oversensing. An electrode revision was being considered. No adverse patient effects were reported. Additional information was received indicating the patient was seen in clinic. Extensive troubleshooting was performed due to concern of an electrode fracture near the device header. At this time, therapy has been programmed off as the patient's ejection fraction has improved and they are considering therapy options. No additional adverse patient effects were reported. Additional information was received indicating the electrode was explanted. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted. No additional adverse patient effects were reported. This product has not been returned for analysis. The available information suggests the device was retained by the hospital. This report will be updated should additional information become available or if analysis is completed. The electrode was subsequently returned for analysis.

Event description:
It was reported that an inappropriate smartpass and atrial fibrillation (af) episodes were stored. It was noted that this electrode was programmed to the alternate vector at the time the episodes were stored. Approximately two weeks later the patient received an inappropriate shock due to oversensing. An inappropriate untreated episode was also stored due to oversensing. At the time of these episodes, the electrode was programmed to the secondary vector. X-rays were obtained which showed the electrode had a sharp bend coming out of the device header which may be contributing to the observed oversensing. The electrode was programmed to primary which mitigated the oversensing. An electrode revision was being considered. Additional information was received indicating the patient was seen in clinic. Extensive troubleshooting was performed due to concern of an electrode fracture near the device header. At this time, therapy has been programmed off as the patient's ejection fraction has improved and they are considering therapy options. No additional adverse patient effects were reported. This report will be updated should further information become available.

Event description:
It was reported that an inappropriate smartpass and atrial fibrillation (af) episodes were stored. It was noted that this electrode was programmed to the alternate vector at the time the episodes were stored. Approximately two weeks later the patient received an inappropriate shock due to oversensing. An inappropriate untreated episode was also stored due to oversensing. At the time of these episodes, the electrode was programmed to the secondary vector. X-rays were obtained which showed the electrode had a sharp bend coming out of the device header which may be contributing to the observed oversensing. The electrode was programmed to primary which mitigated the oversensing. An electrode revision was being considered. No adverse patient effects were reported. Additional information was received indicating the patient was seen in clinic. Extensive troubleshooting was performed due to concern of an electrode fracture near the device header. At this time, therapy has been programmed off as the patient's ejection fraction has improved and they are considering therapy options. No additional adverse patient effects were reported. Additional information was received indicating the electrode was explanted. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted. No additional adverse patient effects were reported. This product has not been returned for analysis. The available information suggests the device was retained by the hospital. This report will be updated should additional information become available or if analysis is completed.